Event description:
It was reported that an ilet bionic pancreas user experienced recurrent hypoglycemia with frequent alarms despite attempts to optimize use, resulting in sleep disruption. Symptoms included low blood glucose episodes and alarm notifications consistent with hypoglycemic events. Outcomes included interruption of normal activities and sleep disturbance. Investigation included review of user-reported event details and device-use context. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that a definitive device-related root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.